Event description:
The customer reported the system is not booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, prom and software with a flash drive. System operates as intended. (B) (4).